Event description:
A low reading issue was reported with the adc device. The customer obtained a sensor scan result of 58 mg/dl and felt hot. The customer was seen by a healthcare professional who obtained a reading of 250 mg/dl on their meter and was treated with rapid insulin (dose unknown). There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on plug assembly. Blood contamination was observed on pcba (printed circuit board assembly) triangle. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests during the investigation indicates that the blood contamination did not impact the sensor¿s ability to generate an accurate glucose reading. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer obtained a sensor scan result of 58 mg/dl and felt hot. The customer was seen by a healthcare professional who obtained a reading of 250 mg/dl on their meter and was treated with rapid insulin (dose unknown). There was no report of death or permanent impairment associated with this event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.